Event description:
It was reported that during insertion of the fourth of six screws, the ring splayed. Surgeon felt that the ring locked to the screw and that the construct would remain intact with the ring in this position. Patient outcome: no adverse effect reported as a result of this event.